Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (B)(6); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that their controller went out on them and that the controller won't turn back on and just blanked out. Patient reported that the controller was 90% so they decided to charge their implant and that was when the screen went completely black. Troubleshooting was unable to be performed as patient did not have their equipment with them during the call. Agent called patient back to resume troubleshooting. During the call, patient confirmed no damage to the recharger cord, controller port, controller battery compartment, and the battery pack. Agent walked patient through resetting the controller with ac power supply. Patient confirmed the screen turned on. When re-inserting the battery, patient confirmed they saw no green flashing light. Patient also noted the message "recharging not available (78) cannot continue. Install medtronic battery pack and try again" appeared on the controller. Patient confirmed the battery pack was fully seated into the controller battery compartment and still saw no green flashing light. The issue was not resolved through troubleshooting. Agent sent an email to repair to replace the battery pack.